Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via email that the insulin pump had software error bad pointer, impossible default case, parameter out of range, etc. The customer¿s blood glucose level was unknown. The customer was assisted with troubleshoot and the customer states the alarm did not occur during priming. The insulin pump will be returned for analysis.

Manufacturer narrative:
Motor error alarm during the occlusion test and unable to prime during the prime test due to faulty force sensor resistor. Device passed the displacement test, rewind test & basic occlusion test. Unable to perform the no delivery test due to motor error alarm. Motor passed motor test. Device also passed idle current test, run current test, self test, off no power test and unexpected restart error test, unable to verify software error bad pointer alarm due to motor error alarm.